Event description:
Shortly into case the coag diminished in capability to cut or coag. Switched to standard electrocautery,

Manufacturer narrative:
(B)(4). Eval method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.